Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect(s) of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a de novo lesion in the left anterior descending (lad) artery with moderate calcification and heavy tortuosity. The 3.5x23mm xience sierra stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, an edge dissection was noted. Therefore, an unspecified stent was implanted to treat the dissection. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.